Manufacturer narrative:
(B)(4). This device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device or any additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) occurred on a homechoice (hc) machine during the initial drain. The technical services representative assisted the customer in clearing the alarm and advised the patient to start over with all new supplies. There was patient involvement; however, no patient injury or medical intervention was reported. Additional information was requested and is not available.